Manufacturer narrative:
Qn# (B)(4). Medwatch received #mw5084675. The customer returned a 5fr ptd catheter and rotator for evaluation. The device showed evidence of use. The catheter was returned within the assembly tubing. Visual examination identified that the pebax tip separated near its middle. The separation point was slightly jagged, but uniform. No defects or anomalies were found on the ptd cable or rotator. The ptd catheter was inspected with the basket retracted and with the basket advanced and no defects were observed. The portion of the pebax tip measured to be 0.08", indicating that at least 0.4326" of pebax was separated and not returned. The returned ptd cable was able to retract and advance from the ptd catheter with minimal resistance. The returned ptd catheter was connected to the returned rotator to functionally test the components. When the button was depressed, the catheter rotated as expected. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed and no relevant findings were identified. The customer reported issue that the ptd catheter tip separated was confirmed during the complaint investigation. The remaining portion of the basket tip was attached to the distal end of the basket assembly and the broken edge was smooth and uniform. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined and further investigation of this issue will be documented under the CAPA.

Event description:
Complaint description: during a de-clot of an av fistula, the tip of the basket came off while it was in the patient. They were able to find the tip in the patient's pulmonary artery but were unable to retrieve it. The reported defect was detected during use. There were no reported patient complications/injuries. The patient condition is reported as "fine". Therapy was reported to be interrupted/delayed.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: during a de-clot of an av fistula, the tip of the basket came off while it was in the patient. They were able to find the tip in the patient's pulmonary artery but were unable to retrieve it. The reported defect was detected during use. There were no reported patient complications/injuries. The patient condition is reported as "fine". Therapy was reported to be interrupted/delayed.